Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
The customer's spouse reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's spouse stated that they tried to treat the high blood glucose with manual injections but it did not bring the blood glucose down. The time of the hospitalization was 7pm and the date of the hospitalization was (B)(6) 2015. The customer's spouse stated that they received a no delivery alarm and motor alarm while they were bolusing for the 595 mg/dl blood glucose. The customer's spouse was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.